Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 days post implant of this 29mm aortic bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for the explant is unknown. No additional adverse patient effects were reported.